Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had delayed response. It was indicated that the main printed circuit board (pcb) had intermittent failure. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display would register a stylus touch but there would be a lag before the action occurred. This was more noticeable while the analyzer was in use. It was also reported that the radiofrequency head would only find a device in a certain position. The programmer and head were returned for service. No patient complications have been reported as a result of this event.